Manufacturer narrative:
(B)(4). Date sent: 8/14/2025. D4 batch #: 318d58. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one device was returned with no apparent damage and with a reload loaded on the device. The reload was received partially fired 1/10th in the lock-out position with the remaining staples inside the reload pockets. It cannot be confirmed why the reload locked out; however, it is possible that the one-piece sled component within the reload may have been moved out of position during the loading process leading to the inadvertent lockout. Please refer to the instructions for use for more information. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The event described of difficult to open and would not reverse button force could not be confirmed as the device opened and closed without any difficulties noted and the knife reverse button worked properly during testing. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 318d58, and no non-conformances were identified.

Event description:
It was reported that, during a vats lobectomy, when using the device, the knife stopped on the way. The staples did not deploy, and the device was locked out. Moreover, the knife reverse switch was not responded, so it needs to use the manual override lever to return the knife. The cartridge color was white. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.